Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 64-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that upon arrival at the unit echo confirmed that the impella pigtail was in cords. Repositioning efforts were unsuccessful. The patient was taken back to the lab and impella was removed. The patient is stable.

Manufacturer narrative:
The investigation into the reported positioning issues been completed since the original report was filed. No pump was returned for evaluation. Clinical review noted that echo confirmed impella in cords after arrival at unit. The root cause of the positioning issue was likely due to a use issue as there is limited clinical details.